Event description:
Caller alleged discrepant results with inratio meter when using venous whole blood. The pt first inr: 2.8, second time: 3.1.

Manufacturer narrative:
Inratio precision data provided by end-user: first test inr = 2.8. Second tes inr = 3.1. Mean: 2.95; sd = 0.21; %cv = 7.19%. The %cv of 7.19% is less than 20%. The precision criterion is met. No product testing is required. Caller had used syringe venous whole blood. The inr values may be inaccurate as inratio is only validated for use with fingerstick whole blood only. Device will not be returned for eval. Investigation is closed. No corrective action is required as no product deficiency was established.